Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the keypad cover was found to be fully intact with no visible damage. All the keypad buttons responded intermittently. The keypad was removed and contamination was present under the contrast button contact.